Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm. Model: sc-2352-50, serial/lot: (B)(4), description: linear 3-4 lead 50 cm. Model: sc-3138-35, serial/lot: (B)(4), description: lead extension kit 35 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and underwent a replacement procedure. During the procedure, the physician explanted four leads and four lead extensions. The patient was doing fine post-operatively.